Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020. Customer's blood glucose at time of incident was 250 mg/dl. Customer treated high blood glucose with insulin pump. Customer used auto mode feature at time of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Significant event leading to hospitalization was dehydration. Retainer ring was cracked and reservoir was able to lock in place. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer noted. Device received with scratched case and pillowing keypad overlay. (B)(4).